Manufacturer narrative:
Unique identifier (UDI) #: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a torque wrench did not appear to be torqueing correctly. During this same procedure, the tip of a rod bender chipped off while bending a rod. A different rod bender was used to complete the procedure. No patient harm was reported and no foreign bodies were retained. This is report one of two for this event.

Manufacturer narrative:
Additional information: (ethnicity), (method, results, conclusions) - the returned torque wrench was evaluated. Visual inspection revealed that the tip is deformed in a counter-clockwise direction indicating that it was potentially used for screw removal. The functionality of the device cannot be tested due to the damaged tip. There were no other signs of damage on the device. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported a torque wrench did not appear to be torquing correctly. During this same procedure, the tip of a rod bender chipped off while bending a rod. A different rod bender was used to complete the procedure. No patient harm was reported and no foreign bodies were retained. This is report one of two for this event.